Event description:
It was reported that a patient with a 27mm 6900ptfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 11 years, seven (7) months due to unknown reasons. The tmvr was performed with a 27mm 7300tfx transcatheter valve. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 27mm 6900ptfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 11 years, seven (7) months due to unknown reasons. The tmvr was performed with a 27mm 7300tfx transcatheter valve. No additional information has been provided.